Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, since they were implanted on (B)(6) 2017, the patient had no success with urine output. The patient was instructed on (B)(6) 2017 to increase the stimulation. They had to sit on the toilet every two hours and was unable to pee. In the last 24 hours prior to the report the patient had to be catheter. There were no device issues or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.